Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: insufficient blood sample applied to strip. Test strip issue. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Customer is new to the system and needed to know how to run the control and how to apply blood to ther strips. Customer ran a control test with a result of 48mg/dl. Customer ran a test at the time of the call and get an e-2 error code after blood is applied to the strips. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call. The product is stored by customer according to specification. The meter memory not reviewed: customer is new with the meter.